Event description:
It was reported that the patient went into a supra ventricular tachycardia (svt) during intercourse and the device and right ventric ular (rv) lead started t-wave oversensing (twos). This resulted in an inappropriate shock for the patient. The device was reprogrammed and both the implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead remain in use. No further patient complications have been are reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into a supra ventricular tachycardia (svt) during intercourse and the device and right ventricular (rv) lead started t-wave oversensing (twos). This resulted in an inappropriate shock for the patient. The device was reprogrammed and both the implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead remain in use. No further patient comp lications have been areported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis ofthe data showed oversensing on the ventricular channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high right ventricular and superior vena cava (svc) defibrillation impedance as well as noise. The implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.